Event description:
Carrie sears contacted technical services about a nsrvo. No symptoms reported. Last patient weight known was (B)(6)kg on (B)(6) /2022. Tse noted that the nsrvo had post sensed t wave over-sensing. Tse suggested adjusting the post sensed threshold start to 100%. Tse mentioned that the suggestions may change by may ( time at which patient will be brought in) and should check back in to see if suggestions would be different.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, the implantable cardioverter defibrillator exhibited post sensed t-wave over-sensing episode. No intervention was performed. No patient consequences.